Event description:
The doctor implanted a long term catheter from right internal juglar in (B)(6) 2012. On (B)(6) 2012, the patient's catheter was out of the body 2cm while hemodialysis at hospital. The doctor found the cuff still in patient's body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed six other similar product complaint(s) from this lot number. (391593, 403561, 403565, 404134, 410159, 416307).